Manufacturer narrative:
(B)(4): additional information = the patient's mother contacted animas in response to a letter she received in relation to call she made in (B)(6) 2011. The reporter confirmed that when the patient had received loss of primes on pump, the patient had high bg. The reporter indicated that the patient's bg was over 400 mg/dl with symptoms of nausea and large ketones. The patient was not taken to a hospital. She was treated with injections and the reporter claimed that the her bg's came down. The patient felt better by that afternoon. The patient resumed use of an old pump at an unspecified date/time. It is unclear what old pump the reporter was referring to. However, the reporter mentioned that the patient was using a 2020 pump and was not using a ot ping pump. The reporter added that the patient has had no loss of primes with the 2020 pump. The reporter did not have a the cartridge lot # that the patient was using during the time of concern and did not have the actual cartridges on hand. The reporter also did not have the subject pump during the follow-up contact. With the new information provided, this complaint will remain classified as an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her daughter (the patient) and reported that the patient blood glucose (bg) level was "456 mg/dl" and she had symptoms of abdominal pain, nausea, and large ketones. The reporter also alleged that the pump was not delivering insulin and for the 3rd time in a month, the pump was not primed. The animas representative involved in this contact instructed the reporter to have the patient go to an emergency room (ER). No additional information was provided by the reporter. Attempts by animas to contact the patient and reporter for follow-up information have been unsuccessful. A loss of prime issue is not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. In addition, a does not prime issue is generally obvious and detectable by the user. Therefore, the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. It is unknown what actions the patient took in response to the priming issue and what actions the patient took before developing the elevated bg level. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump was not delivering insulin and the patient developed large ketones which can be associated with severe hyperglycemia. However, at this time it is unknown what factors, including the pump, contributed to the patient's injury.